Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and tested for leaks. Visual examination revealed that the cuff shell was identified to have folds and scaling on the backing. No leaks were found. The balloon was visually inspected, leak and functionally tested. Visual inspection revealed that the balloon had had scaling on the adaptor junction and tubing was worn to the filament. No leaks were found in the balloon, and the balloon passed the functional test. The pump was visually inspected, leak and functionally tested. Visual inspection revealed that the pump was worn down the filament and a tubing hole from fatigue was identified. The pump tubing had a fluid loss from fatigue. The pump passed the functional test. Based on the available test results and investigation, the reported allegation of device fluid leak is unable to be confirmed. There was no allegation against the pump; however, the pump tubing not passing the leakage test could be the cause of the reported device fluid leak and could affect the product performance. Additionally, the patient symptoms of urinary incontinence and urinary urgency were confirmed as a known inherent risk. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary tract symptoms including urgency, which progressed to total urinary incontinence. A pelvic x-ray was performed and revealed a fluid loss within the system; therefore, the aus was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary tract symptoms including urgency, which progressed to total urinary incontinence. A pelvic x-ray was performed and revealed a fluid loss within the system; therefore, the aus was removed and replaced. No additional patient complications were reported.